Manufacturer narrative:
The returned device was evaluated and the investigation found evidence of a damaged cannula, a puncture in the exposed portion. The investigation also found a hazard alarm which occurs when an occlusion is detected. The driving mechanisms were inspected for resistive material and shavings from the tube nut were observed in the reservoir. Although debris was found, the cause for the alarm could not be determined. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide model: ent450 14518-5c-aw rev e 03/16 checking your blood glucose 7 / page 96 warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's blood glucose levels reached 19.2 mmol/l (346 mg/dl) while wearing the pod longer than 48 hours on the arm.